Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/25/2021. H6: investigation: bd received 4 samples for lot 0261560, 4 samples from lot 0356541 and 10 photos for investigation. No samples were received at the manufacturing site for lot #'s 0261560 and 1046801. The photos were reviewed and the indicated failure mode for separator position/pre-launch was observed. The 4 samples from lot 0356541 were draw tested with 1 of the 4 exhibiting prelaunch. 6 retentions from lots 0261560 and 1046801 were draw tested with all results being within the specification limits of 6.89ml to 9.35ml. No prelaunch was identified. No retentions were tested from lot 0356541 as prelaunch could be seen in the photos. Prelaunch can happen at anytime after the separator is placed in the tube but is seen most often with an incorrect needle puncture when introducing a specimen to the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos submitted; however, was not able to duplicate the failure mode in the retention samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation there was poor separator movement/prelaunch and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: they are "experiencing clotting and wasting tubes due to premature launching of the separator during collection."

Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation there was poor separator movement/prelaunch and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: they are "experiencing clotting and wasting tubes due to premature launching of the separator during collection."

Manufacturer narrative:
An additional lot number has been provided. The following fields have been updated: d.2. Medical device lot#: 0356541. D.4. Medical device expiration date: 2021-12-31. H.4. Device manufacture date: 2020-12-21.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0261560. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-09-17. Medical device lot #: 1046801. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-02-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation there was poor separator movement/prelaunch and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: they are "experiencing clotting and wasting tubes due to premature launching of the separator during collection."